Event description:
It was reported that the surgeon mentioned after the case having some covers for the pins because he was worried about the sharp wires, the patient a couple hours later cut his leg with the sharp pin.

Manufacturer narrative:
Device will not be returned. If additional information is received it will be reported on a supplemental report.